Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. He stated that on his graph, the glucose measurement would go all the way up and then all the way down. The blood glucose reading at the time was 246 mg/dl. Nothing futher was reported.